Event description:
The pt had another manufacturer's star closure. A few months later the pt came back to be reassessed and they tried to reaccess through the star closure with the micropuncture on the right femoral. While trying to remove the sheath it tore. The pt had to go to surgery to have it removed.

Manufacturer narrative:
Expiration date is unk as lot # is unk. (B)(4). No product was returned to assist in our investigation. Per specification, quality control personnel inspects this device, confirming the type and outside diameter of tubing for the inner and outer catheters, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. The surface is also confirmed to be clean and free of imperfections. In addition, the dimensions of the inner and outer diameters are also confirmed. The complaint device was not returned to assist in our investigation. Per the provided complaint description, the micropuncture device was placed through a previously placed another manufacturer's starclose. Per the available starclose instructions for use on the manufacturer's website: "the safety and effectiveness of repuncture at any time through any part of a previously deployed starclose clip, and the safety of subsequent closure of this repuncture using the starclose vascular closure system, have not been fully established." It is feasible to suggest that insertion through the starclose led to the device encountering resistance beyond its design. The proper personnel have been notified and we will continue to monitor for similar complaints. We are continuing to monitor for similar complaints and have notified the appropriate internal personnel. The addition of this complaint would not change the conclusion of quality engineering risk analysis. Therefore, the conclusion of the qera, that no further mitigating action is necessary at this time, is still valid.